Manufacturer narrative:
Additional information was received that the event was related to procedure and device and not related to stimulation.

Event description:
A report was received that the patient experienced ipg site discomfort and protrusion. The patient underwent a pocket revision procedure to bury the ipg in deeper.

Event description:
A report was received that the patient experienced ipg site discomfort and protrusion. The patient underwent a pocket revision procedure to bury the ipg in deeper.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient experienced ipg site discomfort and protrusion. The patient underwent a pocket revision procedure to bury the ipg in deeper.